Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system displayed a high out of range right ventricular (rv) pacing impedance of around 2400 ohms. There was no noise observed on the rv pace/sense channel. The plan was to see the patient in the clinic for further evaluation. At this time, this crt-d remains in service and there were no adverse patient effects reported.